Manufacturer narrative:
Device is a combination product.

Event description:
Evolve 48 clinical study. It was reported that side branch stenosis occurred. In (B)(6) 2018, clinical status assessment indicates the patient's qualifying condition as stable angina and the index procedure was performed on the same day. Baseline core lab angiography results revealed 10% side branch stenosis at the acute marginal branch. The target lesion was located in the mid right coronary artery (rca) extending to distal rca with 75% stenosis and was 44mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of 3.5 x 48mm study stent. Following post-dilatation, residual stenosis was 5%. Post procedure angiography revealed 70% branch percent stenosis in the acute marginal branch. The following day, the patient was discharged on dual antiplatelet therapy.